Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer to our local affiliate (B)(4). This case involves a female pt who received treatment with poly-l-lactic acid (sculptra) on an unk date. Relevant medical history and concomitant medication info were not mentioned. On an unk date, the pt experienced fattening of her face. She reported that her physician suggested liposuction to treat this event. It is unk if any corrective treatment was required. Event outcome is unk.

Manufacturer narrative:
(B)(4). Per our affiliate the reporter did not wish to be contacted for f/u info and did not provide her physician's contact details; therefore, no further info is expected. Reporter's causality assessment: not provided. Add'l info received on 7/11/08: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for f/u info received on 7/23/08: our affiliate reiterated that the pt did not wish to be contacted and did not provide her healthcare professional's consent; therefore, no add'l info is expected.